Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes that were programmed in the primary and alternate vectors respectively while exercising. Technical services (ts) analyzed device episode data and determined that the shocks were inappropriate due to oversensing of noise along with r-wave attenuation. It was also found that the patient received an inappropriate shock from the previously implanted s-ICD with the same electrode in the alternate vector due to t-wave oversensing. Ts suggested in-clinic evaluation including manipulation and positional testing. No adverse patient effects were reported. Currently, this s-ICD remains in service.